Event description:
Caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on managing battery depletion but troubleshooting was declined by the customer, who planned to monitor the situation and call back if it persisted.